Manufacturer narrative:
Clinical review: there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the hospitalization. Therefore, the completion of a clinical investigation is not warranted at this time. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis patient reported to technical support of being hospitalized. The patient did report the reason for hospitalization is unknown, however the specific reason for hospitalization is unknown or if it is related to the patient's pd therapy. Additional information was solicited.

Event description:
Additional information was solicited and received. On (B)(6) 2018, this 86-year-old patient on continuous cycling peritoneal dialysis (ccpd) was feeling weak and went to the hospital where the patient was diagnosed with hypotension. Through additional follow-up, the pd nurse confirmed the patient was not performing pd treatment when the weakness occurred. The nurse further clarified the patient has a past medical history of chronic hypotension but was not on any medication. During the hospitalization, the patient was initiated on anti-hypotensive medication midodrine. Additionally, the patient¿s pd prescription was change from using two 2.5% strength pd solution bags for pd treatment to two 1.5% strength solution bags. The patient was reportedly discharged on (B)(6) 2018. Subsequently, on (B)(6) 2018 the patient was re-admitted into the hospital for continued weakness. During this hospitalization the patient was diagnosed with fluid volume overload. The nurse stated the change in pd solution to two 1.5% bags resulted in negative ultra-filtration and lead to the fluid overload event. The patient was continued on pd therapy in the hospital using the cycler (pd nurse unsure if hospital cycler or patient cycler) with another change to using 1 bag of 2.5% and 1 bag 1.5% pd solution. Additionally, anti hypotensive therapy continues with midodrine. The patient was discharged from the hospital on (B)(6) 2018 continuing pd therapy with the liberty select cycler. The nurse insisted there were no liberty select cycler product deficiency or malfunction associated with the patient¿s hypotension or fluid volume overload.

Manufacturer narrative:
Additional clinical review: upon clinical review of all the information available in the file, there is no allegation or documentation that indicates the liberty select cycler caused or contributed to this elderly patient¿s hospitalizations for hypotension and fluid volume overload respectively. The patient¿s had chronic hypotension, according to the nurse, which was initially treated with commencement of anti-hypotensive medication and a change in pd strength solution to pull less fluid volume. However, the decreased strength pd solution resulted in negative ultra-filtration during pd therapy which probably led to the patient¿s subsequent hospitalization for fluid overload.